Manufacturer narrative:
B3-date of event is estimated. A4-patient weight is unknown.

Event description:
It was reported patient experienced pain and discomfort at ipg site. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.